Event description:
Main body graft was deployed without complication. Before deployment of the contralateral iliac leg graft in the limb of the main body, it was noted that if placed in the limb with the recommended stent overlap, the internal iliac artery would be occluded. The iliac leg graft was deployed in the main body with a full stent above the flowdivider and patency of the internal iliac artery was maintained. An iliac leg extension was placed within the limb of the main body graft on the ipsilateral side, extending one full stent above the flowdivider, to support the high placement of the contralateral leg graft. Ipsilateral iliac leg graft was then deployed and final angiogram noted good flow through the endovascular limbs with patent renal and hypogastric arteries. No pt complications resulted.